Event description:
It was reported that there was water leakage from front cover. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used condition. Visual inspection performed. Cracks were found in the water tank cover. Functional testing was performed. Customer stated problem can be confirmed. The root cause was the broken water tank cover. Leaking tank cover #6402050 replaced. Electrical safety and functional test passed after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.